Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of two reports (3007042319-2015-01942 and 3007042319-2015-01943) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Preliminary log reviews confirmed critical battery alarms were logged in for the reported batteries on (B)(4) 2015 and a power disconnect alarm on (B)(4) 2015. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The patient manual outlines recommended practices for power management including expected battery behaviors and actions to take including replacement of devices which exhibit abnormal behavior. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps and sequence for exchange of batteries and controllers are outlined with a warning that disconnecting both power sources at the same time will stop the pump. At least one power source must be connected at all times. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01942 and 3007042319-2015-01943) submitted for devices related to the same event. The batteries have not been received.

Event description:
It was reported by the vad coordinator in (B)(6) that the batteries "show critical alarms and switching from controller." The batteries were exchanged with one from stock and there was no effect on the patient. This is report 1 of 2.